Event description:
Follow up information received identified the procedure was completed without complications.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient has not used the scs system since it was implanted, the patient reportedly turned it off because she drives for a leaving and cannot use the implantable pulse generator while driving. Consequently, the dr removed the patient's scs system generator.